Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The patient did not know what caused the air bubbles. The renal therapy service agent assisted the patient to cycle the power to the homechoice and start over with all new supplies. During follow up, the patient stated they did not notice any damage to the cassette while setting up and all the connections had been secure. The patient line had been fully primed before the patient connected. The patient had a cat, however the cat is not allowed in the room in which therapy is performed. There was no patient injury or medical intervention associated with this event. No additional information is available.